Event description:
It was reported that during procedure, the fiber burned which was used at too high settings. There was no report of patient complications.

Manufacturer narrative:
The pod was received undeployed and delivered 33 pulses. A rotational sensor malfunction was seen where the rotational sensor failed to transition, completing first prime in only 23 pulses. The commutator cap was observed to be contaminated, and no leaks were found when testing the fluid path for leaks. A rerun was completed and the data abnormalities were not replicated. The needle not deploying was caused by the rotational sensor malfunction which resulted in an insufficient number of pulses being delivered to deploy the needle mechanism. The cause of the rotational sensor malfunction cannot be conclusively determined.